Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the cannulated connecting screw (p/n: 03.037.010, lot #: unknown) was received at us customer quality (cq). Visual inspection of the complaint device showed that it is stuck inside other received devices (p/n: 04.037.258, lot #: 16l4212; and p/n: 03.037.012, lot #: 9364278, pi-(B)(4)) and is unable to be removed. The product code and lot number cannot be seen. The portion of the device that can be seen through a notch in the received devices does not appear to have any damage. Functional test: since the complaint device is received within another device and cannot be disassembled, the complaint is able to be replicated. Complaint confirmed? Yes. Dimensional inspection: no dimensional inspection can be performed due to the nature of the complaint and device received condition. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the connecting screw cannot be disassembled from its mating devices. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the surgeon was unable to disconnect trochanteric femoral nail advanced (tfna) nail from the cannulated connecting screw. Surgeon removed all implants and inserted a new nail on a new handle. There was a surgical delay of twenty (20) minutes. Procedure was successfully completed. Patient outcome was unknown. This is report 3 of 3 for (B)(4).